Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were no fragments generated from the broken device. A distal radius black depth gauge was used to finish the procedure. There was no surgical delay. The patient was unaffected by the event.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a distal humerus electron osteotomy procedure, using a depth gauge and unknown variable angle, the metal cushion that holds the far cortex broke off. It is unknown if there were fragments generated. Surgical delay is unknown. Procedure outcome and patient status are unknown. Concomitant device reported: unknown variable angle (part # unknown, lot # unknown, quantity # 1). This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 319.006; synthes lot: 6315215; release to warehouse date: february 08, 2010; manufacturing site: synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device evaluation: investigation flow: broken and visual (appearance not as expected). Visual inspection: visual inspection of the returned depth gauge performed at customer quality (cq) confirmed the condition of needle breakage, which agrees with the reported complaint condition; as such the complaint is confirmed. The needle has broken off at its interface with slider body. The broken off needle portion was not returned. Dimensional inspection: inspection of the relevant feature, the needle, was unable to be completed as the subcomponent was not returned. Document/specification review: the following drawings, reflecting the current and manufactured revisions, were reviewed: needle and depth gauge for 2.0/2.4mm screws. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the design specifies the needle component to be manufactured from 316l extra hard stainless steel. During the device history record (DHR) review no non-conformances were noted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Conclusion: a definitive root cause for the needle breaking could not be determined based on the provided information. This complaint is confirmed, however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.